Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the covers were catching when opening the gantry door. The gantry was not opening even when using the other backup systems. Troubleshooting was performed on (B)(6) and the site was able to open the door and explained that the covers were catching. On inspection the screw was missing in the lexan channel at the causing the lexon to be pulled and create a bang when the door was opened. The probable cause of the reported issue was that there was a missing screw in the lexan channel. The next step was to fix the screw on the top of the lexan channel to stop the cover being pulled and catching. No patient was present at the time of the event. The gantry was not able to be opened by the site manually at the time of the event. The issue has now been resolved the issue was caused by the covers catching one of the internal screws.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000263. The manufacturer representative went to the site to test the imaging system. There were missing screws in the lexan channel causing the covers to catch and creating a loud bang when opening. The site was also having to push the covers sometimes to open the door. It was found that the lexan screw was missing at the top of right side gantry door. They fixed the screw at the top of the lexan. The door now opens smoothly. System functions checked. Fluoro gain and rad gain calibrations performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.